Event description:
Customer reported to beckman coulter, inc. (Bec) that the modular chemistries (mc) sample syringe of the unicel dxc 800 synchron system felt slightly wet. Customer reported that very little fluid had leaked from the syringe. Customer reported the outside of the syringe barrel was wet to the touch but not enough to cause any liquid to drip from the bottom of the syringe. Customer reported they replaced the syringe. Customer reported the volume of the leak was 0.2 - 0.3 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).